Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. The patient was treated with injection of meropenem (500mg stat followed by 250mg in each cycle, route and duration was not reported) for the event. At the time of this report, the patient was recovering from cloudy effluent and the outcome for peritonitis was unknown. The patient has been retrained for proper aseptic technique. Pd therapy was ongoing. No additional information is available.